Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient was new to the clinic and the pump reservoir was empty. The manufacturer representative (rep) had no further information. The rep was wondering if MRI labeling is different when the pump reservoir is empty. The manufacturer's technical services specialist (tss) discussed current MRI labeling. Discussed confirming empty reservoir and no priming, consider dosing and monitor for volume discrepancy and efficacy. The rep was contacted for further information. The rep reported that they have reached out to the office to request the patient information but have not heard back. A reason for the pump being dry was not given and when the rep asked for more information, the person could not provide further information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.